Manufacturer narrative:
Concomitant medical products: (1) unk. Prod. ID/ nim endotracheal tube (xom unknown emg); lot: unknown; manufactured: unknown; device not returned to medtronic by customer; 510k: unknown (B)(4). This device is being reported from a literature review. No devices will be returned, therefore no evaluation could be performed.

Event description:
A literature review was performed on an article published in the journal "annali italiani di chirurgia" in 2012 and published online december 21, 2011 entitled, "nim vs neurosign in nerve sparing total thyroidectomy. Multicentric experience," by domenico parmeggiani, massimo de falco, nicola avenia, alessandro sanguinetti, andrea fiore, adelmo gubitosi, imma madonna, roberto peltrini, pasquale ambrosino, and umberto parmeggiani. The article discussed a study comparing the nerve lntegrity monitor pulse ii and neurosign. The study was conducted between january 2007 and december 2010 on patients who required total thyroidectomies. The patient demographics included 880 patients in total, 610 females and 270 males with a mean age of 44.5 years old, ranging between 14-83 years in age. Of the 880 patients, 480 of them were total sutureless thyroidectomies performed using the nerve lntegrity monitor pulse ii with an endotracheal tube where the following issues reported: 1.) There were 6 cases of temporary rln paralysis, probably secondary to thermal spread that resolved 4-9 weeks postoperatively&#61967;wever only 3 were a result of a false negative. 2.) There were 3 cases of permanent rln paralysis that developed after 10 days due to demyelination by thermal injury 2 of which were a result of a true-positive and 1 the result of a false-negative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.